Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, information not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the sample was received inside the packaging at the manufacturing site for evaluation. The pcb00v device was observed under microscope and it was observed with the plunger in advanced position and locked. Scarce amount of viscoelastic was observed inside the device. The lens was received in a small case from another company. The lens was observed with viscoelastic residues. No defects were observed in the optic zone. The haptics were observed positioned. Complaint was not verified. A product quality deficiency was not identified. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. No non-conformance reports (nc) associated with the production order were found. A search in complaint system revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while the pcb00v intraocular lens (iol) was being implanted, the trailing haptic entangled in the plunger and did not dislodge. They had to remove the haptic with forceps. The lens was removed as there was a possibility that the haptic was cracked. The procedure was completed successfully using a non-johnson & johnson replacement lens. There was no patient injury reported. No additional information was reported.